Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states surgeon was impacting the pinnacle cup with the pinnacle cup impactor and on impact with the mallet the end of the cup impactor fell off. No delay or adverse event to patient. Patient outcome unknown at this point. Another impactor was opened. The investigation confirmed the failure mode as reported. It should be noted (B)(4) was initiated to investigate this failure mode and has now been completed. Following the review it was concluded that there were no improvements suggested that would definitively reduce the risks associated with these complaints without potentially increasing/adding other risks. No further actions are identified. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. See report for any product information received. Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was impacting the pinnacle cup with the pinnacle cup impactor and on impact with the mallet the end of the cup impactor fell off.